Event description:
The facility was contacted for addtitional information about this event to this hemodialysis patient. It was learned that the symptoms for this event was presistant vomiting. It was learned the volume the patient vomited was 250 ml. The patient was discharged to the hospital. The initial reporter thought this event may have been a possible dialyzer reaction. According to the rn, the patient arrives for treatment perfectly normal and becomes confused by the end of treatment. The symptoms are nausea, vomiting, diarreha, and hypotension. The patient is reportedly putting on fluid between treatments. New updated information received in 2006 stated the patient has neutropenia. The patient will be referred to hemotology for further work up. There is no sample available for and evaluation. Also it was learned that this patient remains weak and resides in a nursing home. The plan is to discharge the patient to home once she is clinically stable and able to do so.